Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent revision of the mesh on (B)(6) 2012 due to chronic pelvic pain. It was reported that the patient underwent removal of the mesh on (B)(6) 2012 due to chronic pelvic pain. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.